Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the cannula housing separated from the tube of the infusion set. The infusion set self-adhesive was wet, and the customer experienced hyperglycemia of up to 400 mg/dl. No adverse event was reported. The alleged product was discarded, and an unopened package was requested for evaluation.